Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery issue and high blood glucose. The customer's blood glucose was 500mg/dl at the time of incident. Trouble shooting was performed and found customer had a blood glucose of 246 and was unable to bolus, customer repeated process and got another no delivery alert. Customer was pressing the wrong button and the insulin pump piston does work. Advised there may have been a possible occlusion. Customer decline to continue trouble shooting and decline to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.